Manufacturer narrative:
This ipg serial number was included in field advisories. Recall: 1627487-12192011-003-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-23288. It was reported that the pt underwent surgical intervention (B)(6) 2013 and his scs system was explanted. The reason for the explant is unk.